Event description:
It was reported that there was no catheter and no drainage bag in the tray. Instead of that, there were 2 prep trays inside the package.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. The potential root cause for this failure mode could be due to operators handling method or user (misplace or lose the components at customer's site). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter [shape, configuration and principles] bard® i.c. Silver foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves. There are several types of closed drainage bags. The bag included in the tray will depend on the product. Material: balloon catheter: natural rubber latex; silver coating this product is made with bacti-guard® silver alloy coating. Sizes of catheters: available in sizes 8 to 24 every 2fr: 1. Foley catheter 2. Accessories closed drainage bag, syringe prefilled with sterile water, water soluble lubricant, antiseptics: bard® 10% povidone-iodine solution, tweezers, gauze pads, waterproof sheet, cotton balls, gloves."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no catheter and no drainage bag in the tray. Instead of that, there were 2 prep trays inside the package.